Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, at 8:30 am the patient obtained the blood glucose reading of 10.4 mmol/l on the reported meter, and a reading of 17.3 mmol/l on another meter (a onetouch ultra 2 meter) within 30 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. Afterwards, the patient took four units novolin insulin; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. A quality control test was performed during the call, with passing results. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention; the action of taking four units of insulin correlated with the meter reading; and the passing control solution test result indicates the meter and test strips were functioning appropriately. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found, the complaint was not confirmed. However a secondary issue not related to the complaint was found. On performance testing with control solution, the test strips were found to be reading high. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specification and was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.